Manufacturer narrative:
This report contains additional information in section h6 device codes.

Event description:
It was reported that during the conduction system pacing (csp) procedure, this lead was an attempted implant. Several attempts were made to position this lead, during which one of these attempts this lead attached to the myocardium. It was noted that the electrode was so tight it had to be pulled out, and in doing so, part of conductor was pulled out. This lead was noted to be fractured. Subsequently, a new lead was successfully implanted and remains in service. No additional patient adverse effects were reported. The lead was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.

Event description:
It was reported that during the conduction system pacing (csp) procedure, this lead was an attempted implant. Several attempts were made to position this lead, during which one of these attempts this lead attached to the myocardium. It was noted that the electrode was so tight it had to be pulled out, and in doing so, part of conductor was pulled out. This lead was noted to be fractured. Subsequently, a new lead was successfully implanted and remains in service. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.